Event description:
It was reported that the patient underwent surgical intervention to adjust the inflatable penile prosthesis (ipp) tubing length because it had become wrapped around the pump in the scrotum. The device remained implanted, but the physician shortened the tubing. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.